Manufacturer narrative:
The product was returned to zoll medical corporation for evaluation. The device log shows a 200j discharge with high impedance (299 ohms), well above the normal threshold (300 ohms max). This suggests poor electrode-to-skin contact, possibly due to skin condition, poor prep, or incorrect electrode placement, causing arcing/ sparking. The issue aligns with warnings in the operator's manual. The device and multifunction cable passed all functional tests with no faults found. The customer's pads were not returned for evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), after the device delivered the set energy to the patient, a spark was emitted. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.